Manufacturer narrative:
One cadd prizm vip pump was returned for analysis. Visual inspection performed, and product found to be missing battery door. Event history log review was performed and found no evidence of reported problem. During investigation the pump was visually inspected and the pump during power up it alarmed with an error code 10106. The customer's stated problem was verified. Inspected the pump and power up the device its alarmed with error code 10106. Further investigation of the pump and determined that a faulty rtc battery is the root cause of the issue. Service's replaced the pump rtc battery to correct the reported problem. The root cause of the reported problem was the faulty rtc battery.

Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received that this smiths medical cadd prizm vip pump displayed error code 10106. No adverse effects were reported.